Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope related to this reported event to perform failure analysis. The endoscope plus 30-degree was analyzed and the endoscope was found with attached endoscope adapter (aea) friction issue. Damage to the cable was observed. In addition, button mechanical damage and discoloration of the housing were observed. The complaint regarding the endoscope vision flipped 180 degrees.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the endoscope vision flipped 180 degrees. The screen did flip back on its own. The procedure was completed with no reported injury.